Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device evaluation, the outer surface of the raised part inside was dented. It was considered that the inner metal part was deformed inside and that the inner diameter was not big enough for the scope to pass through. However, the definitive root cause of the dent could not be determined. The cause is presumed to be external stress, including being kinked or sandwiched. The instruction manual identifies verbiage, which may have prevented the phenomenon: olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, when trying to insert the scope into the body of the patient during the procedure, the hollow part (splinting tube) was partially raised, and the scope could not be passed. Although there was minor buckling on the outside, there was no major buckling. The intended diagnostic colon screening was completed by replacing only the splinting tube with a similar device. No patient injury reported. It was unclear when the ridges began to appear and whether the scope had been completely reprocessed.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.